Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products; associated with mdrs #1225714-2014-00679 and 00680.